Event description:
The reporter states that the pt experienced a mental status change. A blood glucose result of 74mg/dl was obtained on the gts advantage system 1 in comparison to the gts advantage system 2 blood glucose result of 13mg/dl. The results were obtained within a ten minute timeframe. The pt was treated with an ampule of d50. The pt's blood glucose increased to 146mg/dl on the gts advantage system 2. Almost another hour later, a blood glucose result of 72mg/dl was obtained on gts advantage system 1 in comparison to the blood glucose result of 46mg/dl on the gts advantage system 2. The results were obtained within a ten minute time frame. The pt subsequently began to have shallow respirations followed by a seizure episode. The pt was transferred to an intensive care unit and diagnosed as "throwing a clot". New system sent and return requested.